Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after the incision was closed, the chronic right ventricular lead had high threshold. The lead was capped and replaced. The patient was a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.